Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve. The clip was deployed, reducing the mr to 3. The second cds was advanced to the left atrium; however, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). There was no interaction between the devices noted. The second clip was deployed to stabilize the slda clip. Two clips were implanted, reducing the mr to 3. After the patient was extubated, the mr was noted to be 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue at this time. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to the patient morphology/pathology (anterior prolapse). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.